Event description:
It was reported that the customer's cannula was found to have a 90 degree bend in it after it was removed from the infusion site. The customer could not recall if the cannula was bent inwards or outward. The customer's blood glucose level was 400 mg/dl. The customer changed the site and bg level lowered. The customer stated that the pump did not trigger an occlusion alarm.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be completed.